Event description:
Physician performed rotational atherectomy of the right coronary artery with subsequent balloon angioplasty of a previously stable pt. Pt became hemodynamically unstable with decreased b/p and decreased heart rate. Dopamine, fluids and atropine utilized with backup pacing with some improvement. EKG was noted to be abnormal with increased st's. Introduced a balloon into the coronary artery. Pt went into ventricular fibrillation. Pt intubated and went to or.